Event description:
A cardiac resynchronization therapy pacemaker (crt-p) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the crt-p implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.